Manufacturer narrative:
On february 5, 2021, the mentor failure analysis lab received the device for evaluation. On february 10, 2021, mentor received additional information which indicated that the patient had a mammogram on (B)(6) 2020, with findings that suggested the left breast implant rupture. Mentor also received additional information suggesting that the patient had undergone removal of an intact implant. On february 11, 2021, mentor received additional information that confirmed that the patients implants were indeed intact bilaterally upon removal. On february 17, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 200cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 200cc mentor memorygel breast implants, suffered left breast implant rupture, left breast capsular contracture (baker grade IV) and left breast pain, post-procedure. The patient self-diagnosed the left breast firmness and pain and the rupture was diagnosed via ultrasound. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.